Event description:
It was reported that patient underwent a total hip arthroplasty in (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to dislocations.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date ((B)(6) 2015, exact date unknown). There are warnings in the package insert that state this type of event can occur. Under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is 1 of 2 mdrs being filed for the same event (reference 3002806535-2015-00229 & 00230).